Event description:
This complaint is now reportable based on the analysis completed on (B)(6) 2006. It was reported that during a coronary drug eluting stenting treatment procedure the stent could not cross the lesion. The lesion being treated was located in the right coronary artery. The physician attempted to place a 3.00x12mm taxus express2 drug eluding stent, but had difficulty crossing the lesion. The procedure was completed with another taxus express2 3.00x12mm stent. There were no patient complications and the patient's condition is reported as good. However, the returned product confirmed that there was stent damage.